Event description:
The device was returned to the manufacturer after being explanted due to an advisory. It was reported that at the time of explant the device showed no signs of failure. The device subsequently tested out of specification during manufacturers analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions was the result of lifted hybrid bond wires. (B)(4) ema wirebond - loose/detached

Event description:
The device was returned to the manufacturer after being electively explanted due to the field advisory for this model. The device subsequently tested out of specification during manufacturers analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions was the result of lifted hybrid bond wires.